Event description:
On 1/13/99, the facility's operating room director informed the MFR's sales rep of the following: the device catheter sheared from the device. A catheter segment 11cm in length migrated through the pt and caused great discomfort as well a big scare. The fragment was removed by radiology and discarded. No further details were provided.